Event description:
Angiodynamics executive district sales manager reported that an end user experienced an issue when using an auryon atherectomy catheter 0.9mm - hydrophilic coated. Using a 0.9 via pedal access. While lasing for 3 minutes in the tibial artery, the laser catcher broke apart into 2 pieces. Both pieces were able to be removed. Possible difficulty of the lesion, the number of turns to get to the lesion. The procedure was completed with a different device and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident.

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).